Manufacturer narrative:
(B)(4).

Event description:
Pt's parent reported it was reported that a bluetooth connection issue between transmitter and mobile app occurred. It was indicated that the patient was using an unsupported operating system, which is misuse of the device. Data was returned but will not confirm the issue or determine a probable cause. The probable cause cannot be determined. No injury or medical intervention was reported.